Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient an 840 ventilator generated an inoperable error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.